Manufacturer narrative:
Evaluation is device is ongoing. Root cause has not been determined.

Event description:
Patients treated with 1540 handpiece developed a scar. There is a related medwatch report 1222993-2014-00010.